Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain and palpitations. Review of the data from the patient's remote monitoring system did not identify any recent episodes. Decreasing pacing impedance measurements were observed on the right ventricular (rv) channel but none that were out of range. Subsequent information was received stating the measurements did go below 200 ohms and decreased sensing measurements were noted. A revision procedure was performed and visual inspection of the rv lead revealed insulation damage. The lead was removed from service and replaced. A red alert was also noted for out of range impedance measurements on the atrial channel. Additional information was received stating the competitive atrial lead was revised. No additional adverse patient effects were reported.